Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. Initial reporter phone number (B)(6). Problem code 2906 captures the reportable event of clip failed to release from the catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Additional information: initial reporter address 1 and phone number.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped locked onto tissue but failed to release from the catheter. Reportedly, the tip of the clip appeared skewed when it was first advanced into the scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Health professional was approximated to yes as the initial reporter name and occupation are unknown but the event was reported to have occurred at a health care facility. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped locked onto tissue but failed to release from the catheter. Reportedly, the tip of the clip appeared skewed when it was first advanced into the scope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.